Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings assessed as surgical damage. Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. Nick striated is observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side hole non-specific. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side hole non-specific. Device has been explanted and replaced.